Event description:
Related manufacturer reference number:2017865-2021-32172, related manufacturer reference number:2017865-2021-32173. It was reported that the patient experienced pocket erosion and infection. The pacemaker, atrial lead, and ventricle lead were all explanted.